Event description:
It was reported that catheter saline leak occurred. The target lesion was located in the radial artery. A 1.50mm rotalink burr was selected for use. During the procedure, there was a rupture at the proximal end of the catheter, and the water leakage was serious, resulting in no water flow from the tip of the catheter, a decrease in speed, and friction with the guide wire. The procedure was completed with another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. Visual inspection of the device found that at 20.4cm distal from strain relief, the sheath was kinked. The rotawire was able to be removed from both devices with great resistance due to severe kink damage on the wire. The damage to the wire prevented reinsertion. Microscopic inspection of the device found that at 20.4cm distal from strain relief, the sheath was torn. The coil was in good condition despite severity of damage present to the sheath. Media provided depicted a saline leak near the middle of the sheath, with evidence of saline pressure as the tip of the sheath still had saline flow but was minimal. The media provided confirms the reported leak and aligns to the damage found in device analysis. No other issues were identified during the product analysis.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that catheter saline leak occurred. The target lesion was located in the radial artery. A 1.50mm rotalink burr was selected for use. During the procedure, there was a rupture at the proximal end of the catheter, and the water leakage was serious, resulting in no water flow from the tip of the catheter, a decrease in speed, and friction with the guide wire. The procedure was completed with another of the same device. No complications were reported, and patient is stable post procedure.